Manufacturer narrative:
Unit received with broken reservoir tube lip. Unit received with cracked case at lcd window corners and reservoir tube. Traces of moisture found at lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir tube lip was broken off and o-rings were exposed. Customer also reported that something was leaking under display screen. Customer stated that insulin pump was in the bathroom as customer was taking a shower. Customer's blood glucose was 87 mg/dl. Customer was advised that insulin pump would need to be replaced.